Event description:
On 3/5/97 co received notice that the device initiated uncommanded x-rays during a procedure. System was plugged into the same power outlet as a cutter. When the cutter was engaged the c-arm initiated uncommanded x-rays. Field service engineer was unable to diagnose any malfunctions. System was not positioned over operating table at the time of the occurrence. Hosp. Reported no adverse event, death, or serious injury to pt involved. Co opened formal corrective action into this event.